Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("essure pain"), adnexa uteri cyst ("tubes filled with paratubal cysts") and autoimmune disorder ("autoimmune disorder") and was found to have a pregnancy with contraceptive device ("pregnant after being confirmed blocked having essure for 2 years"). Essure was removed. At the time of the report, the medical device removal, pelvic pain, adnexa uteri cyst, pregnancy with contraceptive device and autoimmune disorder outcome was unknown. The reporter considered adnexa uteri cyst, autoimmune disorder, medical device removal, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pregnancy, pain, cysts, tube removed, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced medical device pain ("essure pain"), adnexa uteri cyst ("tubes filled with paratubal cysts") and autoimmune disorder ("autoimmune disorder") and was found to have a pregnancy with contraceptive device ("pregnant after being confirmed blocked having essure for 2 years"). Essure was removed. At the time of the report, the medical device removal, medical device pain, adnexa uteri cyst, pregnancy with contraceptive device and autoimmune disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered adnexa uteri cyst, autoimmune disorder, medical device pain, medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pregnancy, pain, cysts, tube removed, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of product technical complaint + pregnancy field was updated to yes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.